Manufacturer narrative:
No device return so no product analysis could be performed. The cause of the event was not determined. D. Suspect medical device similar device brand name: solitaire fr 3 model number: srd3-4-20-10. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a solitaire platinum separated during a procedure and remains in the patient. The event occurred during a procedure for treating an ischemic stroke located in the right m2. The patient's vessel tortuosity was noted as severe with a diameter of approximately 6mm. It was confirmed that the product and accessory devices were prepared as indicated in the indications for use (IFU). It was reported that during the procedure, a first pass of the solitaire resulted in removal of clot from the m2. It was reported that the distal end markers of the solitaire became caught in a pre-existing stent; it was reportedly impossible to remove the solitaire. The issue required the solitaire to be manipulated by the health care provider (hcp), which resulted in the solitaire stent being detached from the delivery wire. Then, a decision was made to place a second carotid wallstent to pin the solitaire against the wall of the ica to reduce the potential risk of thrombus formation due to the "free floating" solitaire product (4 x 20) the was left in the patient. There was no additional injuries / symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Based on the reported information and provided images, the report of ¿separation¿ was confirmed. The cause for the events was determined to be use related due to the patient¿s pre-existing stent proximal to the thrombus site that preclude safe recovery of the solitaire device. Per the medtronic medical advisor / medical safety review, review of the imaging findings confirms that the solitaire stent separated from the delivery system after becoming entangled in the cguard stent. The solitaire stent was subsequently tacked up against the wall of the internal carotid artery to preclude the risk of thrombus formation. There is nothing to suggest there was any device malfunction as the separation was secondary to the solitaire stent being stuck into another proximal stent, which led to it being separated from the delivery wire. Per the instructions for use (IFU): use of the solitaire¿ platinum revascularization device is contraindicated under these circumstances: patients with stenosis and/or pre-existing stent proximal to the thrombus site that may preclude safe recovery of the solitaire¿ platinum revascularization device.¿ in addition, ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a solitaire platinum's distal end markers became caught on a pre-existing stent (cguard inspiremd) and was impossible to remove, which resulted in detachment of the product from the delivery wire due to manipulation. It was confirmed that the product and accessory devices were prepared as indicated in the indications for use (IFU). The event occurred during a procedure for treating an ischemic stroke located in the right m2. The product was used to remove a "m2 clot first pass". A fabuki asahi 8f straight 90cm microcatheter, via 27 distal access catheter, cat 5 axs stryker guidewire, synchro 14 stryker platinum plus 300cm 014 guidewire, balloon monorail stent balloon 5x 20 stryker, and a boston scientific carotid wallstent 9mm x 50cm were also used in the procedure. It was reported that the distal end markers of the solitaire platinum became caught in the cguard inspiremd stent and was impossible to remove. The cguard inspiremd stent was used to gain access via the right internal carotid artery (ica). The issue required the product to be manipulated by the health care provider (hcp), which resulted in the product being detached from the delivery wire. Then, a decision was made to place a second carotid wallstent to pin the solitaire against the wall of the ica to reduce the potential risk of thrombus formation due to the "free floating" solitaire was left in the patient. The patient's vessel tortuosity was noted as severe with a diameter of approximately 6mm. There was no additional injuries / symptoms reported. No further complications were reported/anticipated.